Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a heater failure. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that biomed stated the arctic sun device had failed calibration and displayed error 91(failed heater). The customer requested part number and pricing and that was provided. As per follow up information received via email on 23aug2023, it was report that they ordered a heating element and replaced it. The device works and has been returned to circulation.

Event description:
It was reported that biomed stated the arctic sun device had failed calibration and displayed error 91(failed heater). The customer requested part number and pricing and that was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.